Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the refrigerator failed to open automatically. This incident resulted in a delay in patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not opening automatically. A field service engineer replaced the broken latch and performed a recovery. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6) hospital